Manufacturer narrative:
(B)(4). The fsr verified that the red level detector will not alarm when fluid level is low and will not identify when not attached to the reservoir. Fsr removed and replaced the red level detector. During laboratory analysis, the product surveillance technician (pst) connected the level sensor to a level detect module which was connected to a system 1 simulator. When the sensor was exposed to air on both thin and thick wall, there were no alarms occurred. A check probe alarm would occur intermittently which is a sensor self check failure.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device the alarm level sensor did not alarm. There was no patient involvement.